Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the site and sponsor assessed the events as possibly related to the procedure and the site assessed possibly related to the stent retriever.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was ajudicated this event as non-serious, causal to the study procedure, and not related to the study devices.

Manufacturer narrative:
Event related to regulatory report: 2029214-2023-02432. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who had undergone a mechanical thrombectomy procedure on (B)(6) 2023 in which a react-68 aspiration catheter, rebar microcatheter, and solitaire platinum stent retriever were used to treat acute ischemic stroke in the left middle cerebral artery (mca) m1 segment. It was reported that the patient baseline tici was 0 and nihss was 16. Two passes were made during the thrombectomy procedure and tici 3 was achieved. There was no reported device malfunction/deficiency or intra-operative issues. However, in the 24-hour post-operative imaging from (B)(6) 2023, the site noted a hemorrhage and hematoma within the ischemic field with mild space-occupying effect involving 30% or less of the infarcted area (ph1). It was noted that the patient's nihss remained 16 at discharge on (B)(6) 2023. Additional information received reported source document of procedure report review reported a distal embolization to the same treated vascular territory left m-4. Post-procedure MRI images at 24-h on (B)(6) 2023 showed, "new cerebral infarcts bilaterally in the insula and frontal lobe and in the left of the temporal and occipital lobes". Additional information received reported some thrombus had escaped to the distal m4 segment during the procedure. MRI report (B)(6) 2023 noted "new cerebral infarcts bilaterally in the insula and frontal lobe and in the left of the temporal and occipital lobes. Postoperative nihss score of 16. The event resolved on (B)(6) 2023.